Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery (sfa). The physician pre-dilated the lesion with an unknown size of sterling sl balloon catheter. The 5.0mm x 60mm sterling balloon was selected and advanced for dilatation. During the first inflation, the sterling balloon ruptured at 6atms. The device was removed and the procedure was completed with an unknown size of symmetry balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen of the catheter. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the mid-section of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred the 99% stenosed target lesion was located in a moderately tortuous and severely calcified left superficial femoral artery (sfa). The physician pre-dilated the lesion with an unknown size of sterling sl balloon catheter. The 5.0mm x 60mm sterling balloon was selected and advanced for dilatation. During the first inflation, the sterling balloon ruptured at 6atms. The device was removed and the procedure was completed with an unknown size of symmetry balloon. No patient complications were reported and the patient's status is good.